Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the no image issue could not be duplicated, the ultrasound and oes image was displayed, the image passed the fog test, and the ultrasound connector was opened and found no sign of fluid invasion / corrosion. Additional findings include the following: the plastic distal end cover had a minor dent / scratches, and the image centering was off. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis euc ultrasound bronchofibervideoscope does not give an image at all. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.